Event description:
During remote monitoring, an episode of inappropriate shock due to oversensing was observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.